Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 50 mg/dl. The customer had no symptoms. The customer did treat for the low blood glucose level with carbohydrates. The customer reported having issues with the insulin pump clearing the settings. The customer states receiving alarms of unexpected restart and external ram error. The current blood glucose level was 266 mg/dl. The customer did troubleshoot the issues. The customer declined to troubleshoot the low blood glucose level. The customer also reported hospitalization with high blood glucose of 400 mg/dl. The insulin pump will not be returned for analysis.